Manufacturer narrative:
The b-crosslaps reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with elecsys b-crosslaps assay on a cobas e 411 analyzer (rack system), inconsistent with the patients' expected results and medical history. Discrepant results for 4 patients' samples were provided. Patient 1, patient 2, patient 3, and patient 4 were all tested, resulting in beta-crosslaps values of < 10 pg/ml and accompanied by data flags. The customer repeated all the samples, and the results remained accompanied by data flags. No questionable results were reported outside the laboratory. On (B)(6) 2026: new blood samples were drawn and tested, resulting in the following: patient 1: result: 20 pg/ml. Patient 2, patient 3, and patient 4 results were all < 10 pg/ml.